Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was giving excessive no delivery alarms. The customer's last known blood glucose value was 337 mg/dl. The customer also mentioned that the sensor glucose and blood glucose values were far apart. The customer declined helpline assistance for the alleged issues. No further information was provided.